Manufacturer narrative:
Investigation result: no 72215n sample was available for investigation. The customer did not provide any lot information and reported "on the contaminated secondary giving set encountered in one of their clinical units" and that "the issue appears to be a dirty section of adhesive tape around the spike." The photograph provided by the customer confirmed their experience, with a piece of adhesive tape present on the spike cap, with parts of it appearing blackened. The details of this feedback were forwarded to the manufacturing site and the supplier for investigation. A definitive cause for the customer's experience could not be determined during analysis of the manufacturing process; no tape is used in the cleanroom, furthermore the product is subjected to visual inspections during the manufacturing process for such issues. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 72215n product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set had foreign matter in the fluid path. The following information was provided by the initial reporter: we received complaint from customer on the contaminated secondary giving set encountered in one of their clinical units. The issue appears to be a dirty section of adhesive tape around the spike.